Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapy was programmed off without any information explaining why, and technical services was inquired if there was any known reason for this. After the patient records were reviewed, no logic explanation was found. Reportedly, the patient was received at the emergency room due to unspecified reasons, and the order to turned off tachy therapy was made by the physician. However, no performance allegations were made against this product. This crt-d remains in service and no adverse patient effects were reported.